Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown procedure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown procedure.

Manufacturer narrative:
Additional information was received that the patient decided not to have it removed and will not proceed with the explant.